Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this lead was an attempted implant due a high out-of-range pace impedance measurement, greater than 3,000 ohms. Another lead was successfully implanted. No adverse patient effects were reported. This lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 is being used to capture the prolonged procedure required to replace this lead during initial implant. Update: upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. X-ray imaging also showed crimp sleeve migration near the terminal pin, and a deformed helix (stretched-out and/or bent). Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observation.

Event description:
It was reported that this lead was an attempted implant due a high out-of-range pace impedance measurement, greater than 3,000 ohms. Another lead was successfully implanted. No adverse patient effects were reported. This lead is expected to be returned for laboratory analysis. Additional information: this lead was returned and analysis was completed. This report is updated with the product investigation results.